Manufacturer narrative:
We checked the returned unit and confirmed the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the operation channel leak, the operation channel faulty connection, the angle wire grinding, the bending rubber faulty connection, the insertion flexible tube (ift) discolored, the insertion flexible tube (ift) faulty connection, the root brace rubber cracked, the distal body worn out, the mecha base plate corroded, the light guide fiber bundle (lcb) defective, the air/water socket chipped/cut o-ring, and the objective lens unit cracked; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.